Event description:
Smart toe impant rotated to a position completely vertical in the axial plane of the 4th toe (proximal and middle phalanx). Patient was revised.

Manufacturer narrative:
Unk smart toe implant. Size 15, angled, catalog number is not known at this time. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.